Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending coronary artery. It was reported to be "soft plaque". The lesion was treated with predilation using a 2.0x15mm apex balloon. A 2.25x32mm taxus liberte atom stent delivery system was advanced, but it was unable to cross the lesion and was removed. Once outside the patient, the physician noted that a strut was lifted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Strut rows at the proximal end of the stent were raised and misaligned. The outer diameter (od) of the stent damage was measured and was approximately 1.39mm. The od of the stent area where no damage was present was measured at approximately 1.04mm. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks along the entire length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending coronary artery. It was reported to be "soft plaque". The lesion was treated with predilation using a 2.0x15mm apex balloon. A 2.25x32mm taxus liberte atom stent delivery system was advanced, but it was unable to cross the lesion and was removed. Once outside the patient, the physician noted that a strut was lifted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.